Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient got the eri message for their ins on friday (B)(6) 2018. The patient had called their doctor but hadn¿t heard back from them yet. The patient had a dissatisfaction with the ins longevity and said they expected it to last longer. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the health care provider (hcp) informed the patient the settings shouldn't cause the ins to "drain on the battery." The ins was replaced with a rechargeable ins on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn't know what led to the implantable neurostimulator (ins) reaching eri earlier than expected and needing to be replaced after only 20 months as they only had minor programming changes. To resolve the issue the consumer contacted the neurologist and surgeon to replace the device on (B)(6) 2018, but the cause for the replacement remains unknown. No further complications were anticipated.